Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
No RMA was received and hence no investigation is possible. D8 updated,was this device serviced by a third party? No h3. Device evaluated by manufacturer? No, not returned to manufacturer h6. Health effect - clinical code updated to 4582 h6. Health effect -impact code updated to 2199 h6. Medical device problem code updated to 1559 h6. Component code updated to 510 h6. Type of investigation updated to 4111 and 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.